Event description:
It is reported that this event occurred during placement of a peripherally inserted central catheter. The insertion site was the right basilic vein. The catheter was inserted for long term antibiotic treatment. The peel-away sheath which left the clinician unable to effectively peel away the rest of the sheath. The catheter was inserted, but the clinician had to use a pair of artery forceps on one side to finish the peel-away motion. There was a delay in treatment. However, it is noted the delay was not harmful to the patient. There were no reported patient injuries, complications, or death.

Manufacturer narrative:
Qn#(B)(4). Additional information: this product is not sold in the us. The 510 # provided is for a similar product that is sold in the us.